Event description:
It was reported that the tubing of a blood/solution administration set was crushed and melted. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was not available for evaluation; however the customer provided a photograph of the device. A photographic inspection identified that the tubing was damaged. The cause of the damage was narrowed down to a manual loading issue during the packaging of the set. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.